Event description:
It was reported that during service evaluation the connector j13 on mainboard was found broken therefore battery cannot be recharged. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported defects to the outer case. The functional evaluation confirmed that the device was unable to operate on mains power or re-charge the battery, establishing a relationship with the event reported. The root cause was identified as a defective component on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.